Event description:
The brakes on this bed will not hold when activated. The bed was found in storage and there was no pt involvement.

Manufacturer narrative:
The brakes not holding could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.